Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t 1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a deployment of t1. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended during the functional test. A root cause investigation has been opened to address this failure mode.